Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a partial lead explant on (B)(6) 2015. The leads were cut midway to remove a distal portion of the occipital system as the patient had an infection in that area. The health care professional would open the battery pocket and remove the rest of the leads and replace the leads at a later date when the infection was over. The type of infection was unknown but it was at the lead location. No alleged product issue was reported. It was further noted that the leads were subcutaneous occipital and not epidural. The patient was doing fine and waiting to have the infection healed before replacing the leads.